Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, 7 days post implantation, the patient began to experience chest tightness. The patient was ultimately diagnosed with myocardial infarction requiring placement of 2 stents approximately 15 days post implantation. The event has now been documented within the study as resolved, no device deficiencies or abnormalities have been reported at the 3-month follow-up and all initial components remain implanted.

Manufacturer narrative:
(B)(4). D11: 42532007501- tibia cemented 5 degree stemmed left size f - 66582501; 42512100810 - articular surface medial congruent (mc) left 10mm height - 66681601. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Side effects of the administration of anesthesia are a known cause of chest pain, EKG changes, and myocardial infarction (heart attack) during the intraoperative and postoperative recovery. Elective total joint patients typically have a cardiac workup prior to surgery to assess the patient¿s physical readiness for surgery, hence reducing their risk for these cardiac related complications. Patients are at the highest risk immediately post op but continue to be at risk for several weeks after the procedure. As the reported complaint indicated, a cardiac postoperative complication developed, and medical treatment was warranted to treat the complication.